Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: ecn event description: farawave was deployed and in the la and splines were inverted. Physician took it out of the body and deployed the guide wire and noticed it was sheared. We replaced catheter and wire immediately what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? None. The wire was damaged. What is the next course of action? Replace patient present at time of event? Yes. Patient complications: no patient complications patient outcome: fully recovered procedure number: pn-3216016. Event date: (B)(6) 2026.